Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, when the atrial lead was connected to the pulse generator, loss of sensing was noted. The device was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).